Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump had received failed battery test alarm. The customer¿s blood glucose level was 270 mg/dl. The customer was treated with a manual injection. Troubleshooting was performed for failed battery test alarm however, the customer states received failed battery test. The customer declined to troubleshoot for high blood glucose. Advised the pump will need to be replaced. Advised to revert to back up plan. The insulin pump will not be returned for analysis.